Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rigid plastic inlet tube on this bard dispoz-a-bag® leg bag shorter than intended, resulting in urine flow obstruction during normal use. This issue strongly suggests a production (manufacturing) flaw rather than improper use or a design limitation. Attached pictures. Asked to review manufacturing tolerances and quality control for inlet tube length.